Event description:
Device 3 of 5. Reference MFR reports: 1627487-2011-02179, 1627487-2011-02180, 1627487-2011-02182 and 1627487-2011-02183. The pt received her scs system, including two surgical leads, two anchors and an ipg, on (B)(6) 2011. It was reported the entire system was explanted and not replaced due to infection. The type of infection was requested, but has not been received. The pt was hospitalized and treated with intravenous antibiotics. Once released, the pt was treated with oral antibiotics. The explanted products were not returned to the MFR for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.